Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds as the capture management adapted to high outputs. At the device changeout procedure rv lead testing showed to be within ranges. The physician decided to reuse the lead and run capture management monitor in the new device. No patient complications have been reported as a result of this event.